Manufacturer narrative:
The alleged issue of the irc5po2v stationary concentrator catching fire and having melted tubing and sieve canister top was confirmed based on the pictures provided. The underlying cause couldn't be determined. However, this failure mode resembles that which was previously identified and investigated within CAPA (B)(4). The investigation activities in the CAPA concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely must experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This incident is being reported in an abundance of caution. The device is awaiting return, and if further information becomes available a follow up medwatch will be filed. This issue was also escalated to product corrections and removals via (B)(4), which resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. The device is over 3 years old which is past the service life of 3 years. The irc5po2v user manual advises, "the product has been tested for the service life stated in this manual. Use of the product beyond this time period may cause injury or product damage. ¿ only use the product for the service life stated in this manual. Do not exceed the service life of the product. ¿ perform all maintenance according to the recommended schedule in this manual. The expected service life of this product is three years of operation when used in accordance with the safety instructions, maintenance intervals and correct use, stated in this manual. The effective service life can vary according to frequency and intensity of use."

Event description:
The reporter stated they had a concentrator on a technician¿s work bench when it overheated resulting in a minor fire on the top of the left sieve bed that lasted for approximately 30 seconds. They stated no one was injured and no property damage occurred. The shroud was not on the unit when this occurred. The device had 16,962 hours at the time of this incident.